Event description:
Information received from the field does not address the patient's clinical status but notes that a holter monitor evaluation showed several instances of ventricular oversensing.~~~~~~~~~